Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s health. Technical support provided pump reset information and assisted in resetting the device. The malfunction did not recur, and the customer was advised to contact support again if issues persist. Customer understood the instructions and continued using the pump.